Event description:
Patient alleged that the meter displays the battery icon and also powers off during use. Patient did not experience any symptoms at the time of testing. A medical professional did not test patient; however, treated him with glucose. Batteries were replaced and issue still persists. Customer service was unable to resolve the issue and sent patient a new meter.